Manufacturer narrative:
Method and results: no product will be returned for evaluation.

Event description:
On (B)(6) 2010, patient reported having a recent hospitalization for erratic blood glucose caused by an accidental overdose of insulin. Patient stated on (B)(6) 2010, she thought she was being robbed, became distracted, and mistakenly primed 25.0 units of insulin into her body. Patient reported her blood glucose became erratic at that time with readings from 50-300 mg/dl. Patient's normal blood glucose range is approximately 110-130 mg/dl. Patient stated she was transported by navy helicopter to the hospital for treatment. Treatment received was not provided. Patient reported the infusion device is working properly and that she was completely at fault for the "insulin overdose" from priming into her body. No product return was requested.